Manufacturer narrative:
The company representative observed the blood detected failure in the error log and electrical code #53 'shuttle transducer failure'. He also observed moisture in the pneumatics. He cleared the moisture from the system and tested calibration of the blood detect circuit and shuttle transducer calibration. The company representative tested the iabp to factory specifications. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the ibap was in use on a patient, the iabp generated a "blood detected" alarm. The patient was switched to another iabp and therapy was continued. No patient injury was reported.